Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. The patient presented with dyspnea. No additional adverse patient effects were reported.